Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ anesthesia station es, device upgraded to 1.11 and the data sync keep failing multiple time even after performing manual sync with server. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Event description:
It was reported when using the bd pyxis¿ anesthesia station es, device upgraded to 1.11 and the data sync keep failing multiple time even after performing manual sync with server. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI), medical device model. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was failed data synchronized multiple time. A technical support specialist (tss) device upgraded to 1.11 and the data synchronized keep failing multiple time even after performing manual synchronized with server. Tss delete the database and rebuild the new database. The system functioned as intended after the technical support specialist investigated the issue.